Event description:
It was reported that the procedure was to treat a eccentric 99% stenosed lesion in the mid circumflex artery with heavy tortuosity. Pre-dilatation was performed and the 2.75 x 18 mm xience v stent delivery system (sds) was advanced. Some resistance was noted with the lesion. The stent was implanted; however, a dissection occurred. A new xience v stent was used to treat the dissection. The procedure was completed successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event of coronary stenting procedures.